Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) was 244 mg/dl. Customer administered an insulin injection to address bg. Customer changed the infusion set and technical support assisted customer with priming the tubing to remove any air bubbles. Customer resumed pump therapy.